Manufacturer narrative:
(B)(4). Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported during use the bd ultra fine¿ pen needle had the inner shield/or outer cover/cap not attach/detach. This event occurred 10 times. The following information was provided by the initial reporter: consumer reported after injections when putting the green cap back on her pen needles the pen needles go through the green cap. Stated this has happened about 10x. Stated she advised her insulin manufacturer of the issue and they are making a report as well. Advised consumer not to re-shield the pen needles and to properly dispose of them after her injections.